Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the remaining insulin reading was showing more than the amount reported in the cartridge. It was reported that the difference was more than 20 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, the pump powered on to the verification screen with no issues. There was no debris observed in the cartridge compartment. The rewind and load cartridge was successfully completed and then the cartridge was primed to 190 units. The cartridge was removed and verified the cartridge at 190 units. The rewind and load was performed again and the piston stopped at 190 units. The units remaining were calculated correctly. The original complaint was unable to be duplicated.